Event description:
It was reported that the user awoke to a high blood glucose alert on the ilet displaying ¿high,¿ denied symptoms other than dry mouth, lacked a fingerstick meter for confirmation, and was using a cd infusion site; a full supply change was recommended and successfully completed, and a follow-up was planned. Symptoms included dry mouth associated with hyperglycemia. Outcomes included continued device use with a supply change and no hospitalization. Investigation included customer counseling and remote troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.